Event description:
This pt underwent a revision of a right total hip arthroplasty in 1994. In 1996 this pt was involved in a traffic accident and had her foot on the brake and had her full weight jammed down onto that. Since that time she has had increasing difficulty getting out of chairs, trouble walking and bending to sit. This had also limited her abilities to perform activities of daily living. This pt was admitted for revision of the right total hip arthroplasty. Intraoperatively the polyethylene liner was found to be fractured anteriorly as well as fragmentation of the liner in the superior dome. The acetabular components were removed and replaced. It was also noted that the area displayed chronic inflammation and marked foreign body reaction. Intraoperative cultures were obtained and showed staphylococcus, coag negative growth.